Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #348a; serial #(B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first "fiber tip was loose and would not rotate the fiber" at 14 minutes and 26 seconds and 110,882 joules of use. The procedure was continued using a second fiber. It was reported that the second fiber "laser kept going into standby" at 5 minutes and 74 seconds and 43,860 joules of use. The procedure was completed using a third fiber. Patient outcome: "good." This report is for the second fiber.